Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the procedure was a t12 corpectomy. After expanding the xrl cage, the switch on the holder to take off ratchet jammed. When trying to force the switch, it broke leaving the device expanded in ratchet mode. The instrument was able to be closed by forcing it. This disengaged it from the implant and allowed for it to be withdrawn. No negative outcomes however the surgeon was unable to reposition the implant due to the instrument not working. There was a fifteen (15) minutes delay in surgery. No reported adverse event to patient. This is report 1 of 1 for (B)(4).